Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the total number of patients? It was reported as one patient. The following information was requested, but unavailable: please provide procedure name. Please provide lot number.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The suture detached from the needle. They were not control release needles. No adverse patient consequences were reported. Additional information was requested.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The suture detached from the needle. They were not control release needles. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the total number of patients? It was reported as one patient. The following information was requested, but unavailable: please provide procedure name. Please provide lot number.